Manufacturer narrative:
An event of thrombosis and patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 23mm epic stented porcine heart valve was implanted. On (B)(6) 2019, the patient present to the hospital with thrombosis. The physician believes the thrombosis was caused by the valve. The patient expired on an unknown date. Additional information was requested.